Manufacturer narrative:
Additional information: product available to stryker; device evaluated by mfg an event regarding crack/fracture involving a restoration modular separator was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
In reporting a revision of patient's hip, it was reported that "the collet tip of the extractor [stem body separator] broke off. The surgeon attempted to remove it but was unable to. He left it in place. No stryker rep present during procedure."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
In reporting a revision of patient's hip, it was reported that "the collet tip of the extractor [stem body separator] broke off. The surgeon attempted to remove it but was unable to. He left it in place. No stryker rep present during procedure."